Manufacturer narrative:
B3 event date is approximate. Month and year of event are confirmed to be valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for the call was patient reported that since about 2 weeks ago they felt that they were no longer feeling the stimulation on group a, so they switched to group b and after a while they stopped feeling the stimulation on that group as well. Patient stated they switched to group c and when they attempted to increase the stimulation they got a "settings not available" message on their controller. Agent walked patient through switching groups and the patient stated that all groups were showing a settings not available message when they try to increase the stimulation. Patient confirmed that the controller battery was at 100% and the ins was at 50%. Agent reviewed meaning of message and redirected patient to their hcp. Patient stated they had a nurse practitioner and a doctor that managed their pain, but they weren't sure if they knew about the device. Patient stated that they had an upcoming appointment next wednesday and the wednesday after that. Patient wanted to make sure that a manufacturer representative (rep) would be available during that week because they would need to travel to the facility. Agent reviewed and provided patient with the national answering service (nas) phone number to provide the doctor's office. Agent also emailed reps for visibility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implanted neurostimulator. Patient reported they were getting message setting not available cannot provided your desire setting on group b today. Patient stated her setting went to zero and they could not increase the intensity level. Patient stated two electrodes did not, group a and c stop working since (B)(6) 2025. Patient stated the adaptive stim setting went to zero and they could not increase the intensity. Controller 40% and ins 100% charged. Agent reviewed meaning of message and recommend patient consult with hcp ofc for next steps.

Manufacturer narrative:
Correction to section e: the initial reporter's phone number has been updated/corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.